Event description:
Discordant results were obtained for troponin ultra and bnp. And the results were reported. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra or bnp results.

Manufacturer narrative:
The cause for the discordant results was due to the customer not following the proper procedure for replacing the wash 1 fluid. As a result, the wash 1 reservoir ran empty. The customer was able to resolve the tissue. The instrument is performing within specifications. No further evaluation of the device is required.